Manufacturer narrative:
Initial reporter phone: (B)(6). The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30482460m number, and no internal actions related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered heart block requiring a pacemaker implantation. The patient was originally suspected to have sss because the mean rate was already 40 bpm on admission. Created a sinus map after pvi and sinus arrest after svc isolation. The ablation line is a line just above the earliest site. It is not ablated just above the site considered as sinus but ablated only around half the circumference. Some acceleration was observed during contralateral ablation of sinus. After that, it becomes junction main and exits with temporary attachment. As it was temporary, the condition was monitored for a while. The rate was low from the start, so they said they were likely to insert a pacemaker. The physician commented that there was no causal relationship with the product. There is no information about the hospitalization. This adverse event was discovered during use of biosense webster products. A temporary pacemaker was conducted. Patient outcome was reported as improved.